Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, a chemical evaluation was performed on a retained sample of the product, yielding results within specifications. In addition, a DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters.

Event description:
A complainant alleged that she is asthmatic and had experienced a reaction with symptoms of choking, gagging, and throat swelling after the doctor had sprayed cavicide in her presence while cleaning her dentures in the office. After the dentures were rinsed with water and placed in her mouth, she alleged having experienced a reaction with the symptoms of a burning sensation in her mouth and throat, and swelling of the lips, tongue, throat, and glands approximately six (6) hours later. Two (2) weeks after the initial incident the complainant was diagnosed with a secondary infection of thrush, and three (3) weeks after the initial incident a filling had debonded after drinking a glass of orange juice.

Manufacturer narrative:
The complainant had used her previously prescribed albuterol inhaler while still in the doctor's office for treatment of the choking, gagging, and throat swelling she had experienced after the doctor had sprayed her dentures with cavicide in her presence. Approximately six (6) hours after the dentures were rinsed with water and placed in her mouth, the complainant began to experience symptoms of a burning sensation in her mouth and throat, and swelling of the lips, tongue, throat, and glands. She contacted poison control and was instructed to drink copious amounts of cold water. The complainant reported that she drank ice water, used her albuterol inhaler, and took benadryl for three (3) days and had reduced the swelling; however, she was still feeling discomfort and sought further medical attention from an internist. The complainant stated that the internist diagnosed her symptoms as a gerd issue, and prescribed her prilosec and maalox for treatment; however, the complainant did not take these prescriptions as she felt the diagnosis was incorrect. The complainant then sought further medical attention from a second doctor who diagnosed her with a secondary infection of thrush. The doctor prescribed her nystatin for treatment of the thrush. Around this time, the complainant reported that she had paid for her own blood work to be done; the results were normal. The complainant then reported that she sought further medical attention from an ent who stated that he noted her swollen glands and reportedly saw "burns" throughout her mouth; however, the doctor did not offer her a medical diagnosis as the majority of the pain and swelling had already diminished. The ent also prescribed her maalox for treatment and informed the complainant it would help soothe her mouth. The complainant reported that the glands in her throat are still swollen, but she is feeling better at this time. She will have the filling replaced at a later date; however, no appointment has been made at this time. Regulatory affairs has requested that the customer report any new information with regard to these patients. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned. An evaluation of retained product is expected, but has not yet begun.